Event description:
It was reported that revision surgery was performed, due to trauma (mva). The implanting/revising surgeon does not fault device and states there was no clinical failure of the device. Prior to trauma, the patient had a well functioning hip resurfacing.